Manufacturer narrative:
(B)(4). The device was evaluated by a field service technician. Visual inspection, power on self-test, a service history review, and a review of the alarm log were performed. Based on the visual inspection it was detected that the device had a damaged keypad membrane. To correct the condition, the keypad membrane was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged keypad. No additional information is available.